Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the functional testing, including the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No alarm noted. Pump had cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed watchdog timeout and clock monitor frequency error. Customer's blood glucose reading at the time of the incident was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. The insulin pump was not returned for analysis.